Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va04kkk, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3093-28, lot# va04kkk, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The manufacturer representative (rep) reported that there was a lead and implantable neurostimulator (ins) revision because the lead had advanced out of the sacrum. This was because the patient had lost over 100 lbs. The health care professional (hcp) chose to replace the ins as well, however, it was not clear why. There was migration/dislodgement. The revision occurred on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that it was believed the patient lost weight due to a lifestyle change. Symptoms were pain from the lead migration, so the device was turned off. It was not clear if the patient had had a loss of effect as this was not discussed. It was also unclear if any diagnostics had been performed as the rep was filling in for another rep on maternity leave. It was originally thought to be normal battery depletion when scheduled; when the rep arrived at the facility, she was then updated by the physician. Additional information received from the healthcare provider (hcp) in response to follow-up reported that an x-ray and impedance check had been performed to troubleshoot the lead migration. Diet/exercise was noted to be the cause of the weight loss. Replacing the lead and stimulator had resolved the issue.